Event description:
Complainant alleges using the heating pad for his back while laying in bed. He noticed the pad getting very hot and smelled smoke. When he got up he realized the pad had damaged his bedding. No injury was reported with this incident.

Manufacturer narrative:
No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.